Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a evercross balloon catheter during procedure. It is reported that the balloon ruptured before being even close to the nominal pressure. It is reported that there were no issues in positioning the balloon or retrieving it. Another balloon was used successfully, there was no further incident during the procedure. No injury to patient occurred. Evaluation summary: the evercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. Sanguine material was noted within the balloon chamber. The complete device was returned: no additional deformities were noted in the visual and tactile inspection. A 10cc water-filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid was observed exiting the distal tip. A 0.035in guidewire was loaded through the distal tip with ease. A 10cc water-filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled: no fluid was pulled into the syringe. A 20cc water-filled syringe with manometer was attached to the balloon luer lock on the y-manifold: the dilation catheter was pressurized to 18atm but the balloon chamber would not inflate. The pressurized dilation catheter was put to soak and remained pressurized for over 2hours. The inflated balloon chamber was inspected and no abnormalities or deformities were noted. The dilation catheter was pressurized and a pin-hole leak was noted near the distal end of the balloon chamber. The pin-hole leak was approximately 16mm proximal from the distal tip of the dilation catheter. (B)(6).